Manufacturer narrative:
Isi has received the units involved with this complaint and completed the device evaluations. The failure analysis results are as follows: the reported failure could not be confirmed on either the gpd or the apb board. Both units were installed in a test system and were run in sine cycle for ten minutes, power cycled 20 times, and left in idle for an hour without issues. The units were also left in normal mode overnight and passed without errors. The reported failure could not be reproduced on the battery box; however, the error was confirmed to have occurred via error logs. The battery was installed in a test system and powered up in normal mode without errors. The unit passed burn-in overnight and the bench test. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the customer experienced a non-recoverable fault. The intuitive surgical, inc. (Isi) technical support engineer instructed the customer to perform an emergency power off (epo) of the vision side cart and patient side cart but the issue persisted. The customer was then able to restart the system and continue with the procedure. It was later confirmed that the procedure was converted and completed using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and replaced the generic power distribution (gpd) board, auxiliary power board (apb) board, and the battery box to resolve the issue. The gpd board sends control signals to the apb as well as monitors the output from the apb. The apb controls the battery system in the psc. It contains the battery charger and the battery backup control which switches main system power when ac power fails. The battery box provides backup power in the event of loss of ac power to the system. This provides enough power to safely undock from the patient.